Manufacturer narrative:
Quality control (qc) was run prior to and after the event and were within range. The customer is still concerned with the reagent level detection issues and were intermittently causing inaccurate results. A bec field service engineer (fse) has been dispatched several times for the ongoing reagent level sense issue. The fse performed the following as troubleshooting measures: removal of the reagent probe assemblies to clean off all old lubricant and application of new lubricant; reagent probe assembly alignments to include dead volume checks, checking all screw connections for tightness on the right assemblies related to level detection; and voltage check for system. Service records had indicated that the fse found incoming voltage to this instrument was only 200 vac. This au5400 had previously been supplied 208 vac. The fse 're-tapped' the transformer to 200 vac to correct the incoming voltage. The customer has questioned the possibility of the level sensing issues to be related to the most recent software upgrade. The software version (B)(4) was loaded on the instrument on 06/25/2013. The reagent level sensing issue began on (B)(6) 2013 on various analyzers. Bec is still investigating this issue. Failure mode is currently unknown. No isolated failure mode has been identified. Multiple parts have been replaced, multiple adjustments, and alignments have been made.

Event description:
A customer contacted beckman coulter (bec) stating that the olympus au5431 clinical chemistry analyzer generated erroneously erratic patient results due to ongoing level sensing problems. The customer indicated that the level sense issue has now been seen on the following assays: creatinine (cre), glucose (glu), high density lipoprotein (hdl) cholesterol (hdl), total protein (tp), and triglyceride (tg). The customer provided tg patient results as documentation for this event, which were generated on (B)(6) 2013. Out of two hundred six (206) patient samples, sixty six (66) samples were erroneous. The erroneous results ranged both high and low values. The erroneous results were both believable values and unbelievable, negative values. No erroneous tg results were reported out of the laboratory. The customer is currently monitoring all released results closely until this issue has been totally resolved. The results provided by the customer are shown in the attachment section of this report. It is unknown if patient treatment has been impacted by this event.

Manufacturer narrative:
Continued investigation by beckman coulter discovered that the level sense issues were centered on reagents which were provided in the 180 ml size kits. The reagent kits require the use of pipe/straw which must be inserted in the bottle prior to use. The pipes must sit straight in the bottle and must not contact the bottom of the reagent bottle. Dead volume criteria must also be met. The fse stated that about 75% or more of the pipes that were evaluated failed to meet visual inspection. The fse noted that the customer consolidates all of the pipes/straws from all reagent kits into one bin and pulls out of that stock as needed. The fse evaluated multiple pipes from the consolidated bin which would cover pipes/straws from any 180 ml reagent kit as well as any blank 180 ml bottle kits for pour-over reagents. The pipes evaluated were not straight and most show a slight curve that is difficult to detect without a straight line of comparison. With a curved pipe, the instrument's reagent probe is likely to contact the side of the pipe and falsely indicate the level of that reagent. Beckman coulter confirmed the presence of curved/bent pipes/straws from reagent warehouse stock and will continue to investigate this issue. All related medwatch reports associated with this event: 9612296-2013-00098, 9612296-2013-00102, 9612296-2013-00104, 9612296-2013-00108, 9612296-2013-00109, 9612296-2013-00110.

Event description:
This is a follow up report.